Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a severely calcified lesion with 80% stenosis in the proximal/mid diagonal branch. The device was inspected with no issues. The device did not pass through a previously deployed stent. It was reported that stent dislodgement occurred during delivery to the lesion. The stent became dislodged in the patient's left main artery and was unable to be retrieved. Flow was compromised in the patient's left system. A balloon was able to be used to push the stent out of the way. However, the stent was unable to be removed. Flow was restored but the patient never became stable, and the patient was never able to recover to 100%. The patient passed away in the cath lab.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.